Event description:
It was reported that on the day of the implantable cardiac device changeout both the right atrial (ra) lead and the right ventricular (rv) lead triggered alerts for high/undefined pacing impedance. It was additionally noted that since that day the trends have returned to normal. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.